Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified access sets "snapped" during patient use resulting in blood leakage. There was no patient injury or medical intervention associated with this event. No additional information is available.